Manufacturer narrative:
(B)(4): during processing of this complaint attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted. The promus everolimus eluting coronary stent system, part# 1009541-23b, lot# 8052841, serial# (B)(4) indicated is being filed under a separate medwatch MFR number.

Event description:
Device issue: none. Adverse event: required surgical intervention. Onset of adverse event: during the procedure. It was reported that during the procedure a promus 3.0 x 23 stent was deployed in the distal left anterior descending (lad) lesion and a promus 3.5 x 18 stent was deployed in the mid lad lesion. A perforation was noted in the distal lad after the promus 3.0 x 23 stent was deployed. The perforation was treated with a graftmaster 3.0 x 12, which reportedly sealed; however, the patient was taken for coronary artery bypass graft (CABG) surgery anyway. The patient did have a small amount of pericardial effusion. The surgery was successful and the patient was discharged from the hospital. No additional event or patient information is available.